Event description:
Failure of the stapler to fire and unable to remove stapler from tissue. Manufacturer response for stapler, (brand not provided) (per site reporter). They issued return authorization & sent return kit.